Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a retropublic sling procedure in 2005. The procedure was complicated by a post-operative retropublic hematoma which was drained percutaneously by the surgeon. The patient presented about two years later with an infected retropubic abscess, hematuria, and the suspicion of an unconfirmed delayed tape erosion into the bladder. The patient is scheduled for a fistula repair.